Manufacturer narrative:
The probable cause of the falsely elevated troponin I result was that the pipettor was mis-aligned. A siemens healthcare diagnostics representative instructed the account on how to resolve the problem. The instrument is now performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The physician questioned the result. A repeat of the original sample was negative. There was no report of any adverse health consequences as a result of the falsely elevated troponin I result.